Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station device, indicated that the distal cut was 1.5mm recessed on the lateral side. It was reported that the device was being used with the robotic assisted base station device. It was reported that there were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6), 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the actual device was evaluated and it was determined that the 1.5mm under-resection on the lateral compartment of the distal resection was confirmed by the log files. The analysis determined that the distance from the pointer to the planned cut that was displayed was 1.5mm distal on the lateral side which lead to the surgeon supposition that the cut needed to be refined. A distance of 1.5mm from the resection to the planned cut displayed on the "check resection screen" falls within the acceptable accuracy bounds for the distal resection. No defect or issues for the system or software were found. The system performed as intended. The assignable root cause was determined to be related to the user.